Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties and flattened distal tip occurred.  The 100%, chronic total occlusion (cto) target lesion was located in the proximal end of left anterior descending (lad) artery. A guide catheter and guide wire were advanced to the lesion. An ivus catheter was inserted; however, it could not cross the lesion. A 1.20mm x 8mm emerge¿ balloon catheter was then selected to predilate the lesion; however the device was unable to cross the lesion. The physician replaced the guide catheter with a coaxial type and tried to make the balloon catheter cross, but the device still failed to cross the lesion. When the device was removed from the patient, it was noted that the distal tip of the device was flattened. This device was exchanged with another emerge balloon catheter; however the device was still unable to cross the lesion. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patients' status was good. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of emerge balloon catheter. There was blood in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the reported information. The distal tip was damaged. There was a pinhole in the balloon wall over the markerband. There was a kink in the mid-shaft 1cm from the guidewire exit notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).